Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter: date: (B)(6) 2010, inratio: 0.9, retest inratio: 1.4. Retest was done within minutes of initial result. Patient self tester went off coumadin on (B)(6) 2010 for a colonoscopy procedure. Patient received lovenox injections for 3 days. Coumadin was restarted on (B)(6) 2010.